Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Missing information from this report is identified as blank. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a dissection of the m1 segment during the procedure. The dissection occurred during deployment of the embotrap device. The physician felt that the device may have dissected the vessel. The patient outcome was not reported. However, it was indicated that the procedure was successfully completed. There was no alleged product malfunction reported. No further information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Dissection is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap iii instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a conclusion between the device and the reported event. However, vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. There is no evidence to suggest a device malfunction or performance issue associated with the embotrap. The severity of the m1 dissection is unknown, and the relationship of the device to the reported event cannot be disassociated. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a dissection of the m1 segment during the procedure. The dissection occurred during deployment of the embotrap device. The physician felt that the device may have dissected the vessel. The patient outcome was not reported. However, it was indicated that the procedure was successfully completed. There was no alleged product malfunction reported. No further information is available.